Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during a clinical trial procedure for an aneurysm in the right internal carotid artery-ophthalmic (c6 segment), the subject flow diverter was inserted through a catheter into the patient vessel and moved and exited from the vessel so the procedure had to be re-started. The subject flow diverter then fell on the floor and was unable to be used as it was no longer sterile. A new flow diverter was opened and used to successfully complete the procedure without clinical consequence to the patient.

Manufacturer narrative:
The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during a clinical trial procedure for an aneurysm in the right internal carotid artery-ophthalmic (c6 segment), the subject flow diverter was inserted through a catheter into the patient vessel and moved and exited from the vessel so the procedure had to be re-started. The subject flow diverter then fell on the floor and was unable to be used as it was no longer sterile. A new flow diverter was opened and used to successfully complete the procedure without clinical consequence to the patient. Additional information received on 21-oct-2021, reported that the subject flow diverter moved unexpectedly during the procedure due to physician's wrong move. There was no clinical consequence to the patient reported as a result of this event.